Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported that the self-adhesive of the infusion set was not sticking well enough. The customer had the problem with not sticking adhesive with two different head sets of the same lot. She informed that the pump had not been connected yet to her body when she noticed the issues.